Manufacturer narrative:
The fse evaluated the device as the customer site and replaced the power supply. Following the replacement of the power supply, the device was able to charge the backup battery, and all testing included in the performance verification test (pvt) was passed. The device met specification was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was not operating on alternating current (ac) power. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) advised the customer that the latest revision of the service manual was version t. The rse provided the customer with the following troubleshooting steps: 1. Verify ac outlet for proper voltage; 2. Verify that power cord is functional; 3. Verify power supply (24v); a. With ac power disconnected, remove j1 from pm pcba. B. Reconnect ac power. C. Verify that 24v is present between the orange and brown wires on the power supply harness connector, d. If 24v is present, replace the pm pcba, e. If 24v is not present, go to next step; 4. Verify that ac power is present; a. Disconnect ac power; b. Remove emi shroud; c. Reconnect ac power; d. Verify that ac voltage is present between the blue and brown wires coming from the ac inlet; e. If ac power is present, replace the power supply, f. If ac power is not present, replace the ac inlet. The rse then gave the customer the part information for the v60 power supply, and the customer requested onsite service by a field service engineer (fse). The investigation is ongoing.